Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lids were not opening. A technical support specialist (tss) instructed the customer to disable the 'add container number on restock' and 'show container number on issue' settings. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, cubie lid was not opening. The customer reported that due to the malfunction they were not able to issue the medication. There were no adverse events or injuries reported based on this incident.